Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain while pocket was being closed intraoperatively. A pericardial effusion was noted requiring pericardiocentesis. The right atrial (ra) lead exhibited high / rising thresholds, no capture and that the lead had perforated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.